Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the motor device and the reported condition that the device did not operate at all was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was worn, damaged, missing components, was loose, moving parts of the device did not move smoothly, the device would run in the locked position - power broken, and had worn vanes. It was further determined that the device failed pretest for visual assessment, labeling verification, muffler tube verification, muffler stock assessment, loctite verification, motor rub assessment, and safety assessment. The assignable root cause of these conditions was determined to be traced to maintenance, which is user error/misuse/abuse. UDI: (B)(4).

Event description:
It was reported from colombia that the motor device would not operate at all. During in-house engineering evaluation it was determined that the device would run in the locked position ¿ power broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in august of 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.